Event description:
It was reported that this recently implanted right ventricular (rv) lead had exhibited an increase in capture thresholds. This rv lead was explanted and another boston scientific rv lead was implanted to successfully complete the procedure. No additional adverse patient effects were reported. This product has not been returned for analysis.